Event description:
It was reported that the pump was alarming upstream occlusion. Per reporter, the pump did return to running but alarm did return. Reporter stated the bag of medication was empty. Per label: total volume- 138ml, continuous rate- 3ml/hour over 46 hours. Pump settings: reservoir volume- 11.1ml, given- 126.98, rate- 3ml/hour. Starting volume: 138 ml. Continuous infusion rate: 3 ml/hour. Reservoir volume: 11.1 ml (displayed on pump). Given: 126.98 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: 2. The line primed manually. No patient harm/adverse event reported.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6005507 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.